Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned and a product investigation could not be performed. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Sterility record review: the sterilization lot record was reviewed and it was found in compliance with the sterilization process parameters. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient developed endophthalmitis in the right eye after intraocular lens (iol) implant on october 18, 2017. The patient had a vitrectomy on (B)(6) 2017. It was reported that the outcome significantly interferes with activities of daily life. No additional information was provided to abbott medical optics.